Event description:
Voluntary distributor report the sales representative reported on behalf of the customer that the sb957, detachable pouch 5x7" 5ea/box was being used on (B)(6) 2023 and after further assessment it was found that ¿during an appendicectomy surgery (piece removal anatomical), once the bag is positioned in the abdomen he retracts the ring as per procedure but a piece of it comes off plastic of the device -removing piece of plastic in the same". This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Voluntary distributor report the manufacturer, unimax medical systems, is responsible for performing the evaluation, investigation and any remedial actions related to this reported device issue. We will continue to monitor for trends through the complaint system to assure patient safety.